Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: product ID: envpro-16, serial/lot #: (B)(4), (B)(6), (B)(4). The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23mm transcatheter bioprosthetic evolutr pro valve, via a vessel with a minimal diameter about 5.8mm, a 16fr cook sheath was inserted and withdrawn. Some resistance was met, but the sheath was able to be advanced. The 16 fr delivery catheter system (dcs) with the inline sheath was then advanced, however met resistance after half of the device had been inserted. The safari guidewire was exchanged for a back up meier and another attempt to advance the delivery catheter system (dcs) was made. Again, the dcs would not advance. An expandable sheath was inserted into the vessel, and a new dcs with the same valve was only able to be advanced half of the way. The system was removed from the patient and a 14fr delivery catheter system (dcs) and a 23mm evolutr valve was used for a successful implant. After the implant a femoral artery dissection was noted and repaired with a graft. It was unknown if the dcs or the sheath caused the dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the event was duplicate reported in regulatory report 2025587-2018-01628. If information is provided in the future, a supplemental report will be issued.